Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to perform impedance testing with the programmer application however a white screen occurred with a diagnostic message. The application restarted and closed the user out of the analyzer and device and everything had to be reconnected. No patient complications have been reported as a result of this event.